Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed self tests.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator shut down. The patient was removed from the ventilator and placed on a second ventilator. There was no harm or injury to the patient as a result of the event.